Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Additional information was received that the customer wanted an analysis of the logs to determine if there was a device malfunction. Per the complaint, there were no faults identified after log analysis. This event was not reportable based on no malfunction being identified and no repair actions taken. H3 other text: additional information was received that the customer wanted an analysis of the logs to determine if there was a device malfunction. Per the complaint, there were no faults identified after log analysis. This event was not reportable based on no malfunction being identified and no repair actions taken.